Event description:
A complaint was received that when using a medisense blood glucose monitoring device, the consumer received a higher capillary reading of 159 mg/dl when compared to a venous lab test of 62 mg/dl. When the values were plotted onto a clarke error grid, the results fell into the "d" zone which is considered to be clinically significant. There was no report of any medical intervention, death or serious injury.